Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. At the previous device check on (B)(6) 2018, the estimated longevity was 2.3 years. During device check on (B)(6) 2018, the estimated longevity was 2.8 months. It was determined that the programmer had given an overestimation of the midlife plateau phase during the previous device check. That patient would continue to be monitored.